Manufacturer narrative:
Zimmer biomet complaint number (B)(4). It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Loose screw on the crown at cleaning. No additional information was provided.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 4110. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection via naked eye and camera magnification could not be performed and the investigation will be of the available information of the item number, risk management files and IFU. Based on the evaluation the device malfunction could not be verified. However, there is no existing non-conformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review was not conducted since the subject lot number was not provided (iunihg). However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg for similar events using complaint category keyword : loosening and there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product. The reported event could not be recreated due to the nature of the dental device and event (loosening) and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk review, the most likely cause for the reported event is inadequate treatment planning, misunderstood or overlooked instructions for use, screw not torqued to specification or improper technique. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.